Event description:
A zoll distributor returned monitor sn (B)(4) to report that it would not communicate properly with a test electrode belt.

Manufacturer narrative:
Evaluation: device evaluation of monitor sn (B)(4) was completed. The reported problem (failed incoming functionality testing) was confirmed. As received, the monitor was resetting. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the c/a board. The flash memory had an intermittent connection, which was discovered through the use of the flash memory test. During the flash memory test the monitor producted a segmentation fault. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigations underway. No adverse event resulted from the defective monitor.